Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The impactor plate and shaft broke off at the end during impaction of the cup. Minimal delay (less than 5 minutes) tha case.

Event description:
The impactor plate and shaft broke off at the end during impaction of the cup. Minimal delay (less than 5 minutes) tha case.

Manufacturer narrative:
Reported event: the event reported that a trident inline-offset impactor and shell impaction platform fractured during impaction causing a less than 5 minute delay. Device evaluation and results: unable to perform as the part was not available for investigation purposes. The product is missing and nc 1694916 has been initiated for missing product. Device history review: review of device history records show the following... 44 devices on (B)(6) 2016, 9 devices on (B)(6) 2016, 25 devices on (B)(6) 2016, and 16 devices on (B)(6) 2016 were accepted into final stock with no reported discrepancies. Complaint history review: review of complaints for p/n 209830, l/n 32883 within the trackwise database show no other related complaints. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.